Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A (B)(6) female patient underwent port placement on (B)(6) 2014. The physician placed needle in right jugular vein and advanced the micropuncture wire through the needle. The wire did not go in the direction desired. Upon removal from the needle, the tip of the wire began to unravel. The physician pulled the needle and wire out together. A small piece of the wire was left in the patient (outside of the vessel but under the skin). Hemostats were used to attempt to remove the piece of the wire unsuccessfully. The wire portion was left in place after the unsuccessful removal attempt, as the physician feels it will not create adverse effects. Procedure was completed with another of the same device.